Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue that the internal hybrid layer capacitor (hlc) batteries had at one point depleted to zero (0). This was verified by examining the device's downloaded memory. Upon receipt of the device it was observed that the unit¿s readiness display showed ok and the device did power on and shock when prompted. Further analysis of the device's downloaded memory showed that the customer had replaced the charge-pak assembly after the hlc¿s depleted to zero (0) which led to an overall increase in the device's hlc voltage. This likely cleared the originally reported low-battery indicator and resulted in the device showing ok on the readiness display. Through analysis of the device's downloaded memory it was also observed that the hlc voltage had dropped to a level that was low enough to damaged one of the internal hlc batteries, designator bt2. As a result, bt2 would no longer retain a charge. The cause of the reported issue could not be conclusively determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio observed that the internal hybrid layer capacitor (hlc) batteries had at one point depleted to zero (0), which could inhibit the device's ability to provide defibrillation, if necessary.